Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm. The patient reported a broken sensor wire which occurred an unspecified number of days after the sensor had been inserted in the arm. Upon removal of the sensor, a portion of the sensor wire remained attached to the sensor pod, and a portion of the sensor wire remained in the skin. On (B)(6) 2024, the patient consulted a physician who made a surgical incision and successfully removed the broken portion of the sensor wire from the skin. The patient had two stitches at the incision site and no other treatment or medication was provided. At the time of the report, the patient is okay. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.